Event description:
It was reported that, during testing, the device failed the volume test consistently, that it was over-infusing and the device did not latch properly. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, worn keypad overlay, a bad dso seal and a worn uso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. During accuracy testing, the latch error was not duplicated, however the pump was found to be over delivering to the manufacturing specifications. It was determined that the cause was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.g2 email is: regulatory.responses@icumed.com.